Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. A photograph of the liner was provided and visual evaluation identified the following: the part of the rim had fractured. No further evaluation could be performed with the provided photograph. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002648920-2020-00380.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to dislocation. Upon repositioning of the dislocation, the liner was found to be broken. Attempts have been made and additional information on the reported event is unavailable at this time.